Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus determined that it may be possible that the event will occur if physical stress is applied to the device, such as by hitting or dropping the distal end of the scope; however, we could not conclusively specify the root cause of the event. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: important information ¿ please read before use_ warnings and cautions. Warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera ii duodenovideoscope exhibited that the adhesive, between the distal end and the server plug-in, had a gap. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.